Manufacturer narrative:
Additional information: h11: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming was performed with no issues noted; no defect was observed. A functional test (counting drops falling in the drip chamber while collecting effluent, then measuring volume to calculate drops per ml) was performed and the set worked according to specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were causing no flow in the unspecified secondary tubing. The issue was further described as "the primary tubing not allowing the secondary tubing to flow." This occurred during patient infusion. The tubings were replaced to resolve the issue; however, there was no success. There were no reports of patient injury or medical intervention associated with this event. No additional information is available.